Event description:
It was reported that there was a disruption of the program due to part malfunction. At product evaluation investigation found the device motor was functioning intermittently. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the motor was functioning intermittently, the lever was damaged, the needle bearing, screws, ball bearing, and the reciprocation arm were worn, and the unit was out of calibration. The motor, lever, spring, pins, bearings, screws, and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.